Event description:
On 13th september 2023 getinge became aware of an issue with one of our surgical equipments - xhd1. As it was stated, the customer pulled out the locking pin during demonstration. The set screw holding in the lock pin was set incorrectly creating the risk of part detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Upon further clarifications, it has been confirmed the issue occurred before the device was handed over to the customer. Based on additional input it was possible to determine that the issue investigated herein is not safety and risk related. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 13th september 2023 getinge became aware of an issue with one of our surgical equipments - xhd1. As it was stated, the customer pulled out the locking pin during demonstration. The set screw holding in the lock pin was set incorrectly creating the risk of part detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 13th september 2023 getinge became aware of an issue with one of our surgical equipments - xhd1. As it was stated, the customer pulled out the locking pin during demonstration. The set screw holding in the lock pin was set incorrectly creating the risk of part detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Upon further clarifications, it has been confirmed the issue occurred before the device was handed over to the customer. Based on additional input it was possible to determine that the issue investigated herein is not safety and risk related. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical equipments - xhd1. As it was stated, the customer pulled out the locking pin during demonstration. The set screw holding in the lock pin was set incorrectly creating the risk of part detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.